Manufacturer narrative:
One single-use device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The bladder was found to be completely attached to the stressmember. However, the pink coil cap was observed to be separated from the housing. The cause of the separated coil cap could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that the bladder of a small volume infusor separated from the stressmember prior to patient use. There was no patient involvement. No additional information is available.